Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was resetting. Upon investigation, the flash memory programming was corrupt on flash components u102 and u105 on the ca board. The cause of the resets is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective charger/modem. The patient was issued a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger would not recognize the batteries. Upon servicing charger/modem sn (B)(4), the charger/modem was resetting. The patient was issued a replacement charger/modem.